Manufacturer narrative:
Per case notes, no high glucose alerts were given by the system because the user was not receiving sg values due to the calibration past due alert on (B)(6) 2022 8:31:44 am. Hcp is aware of the event and the user was feeling better after she went back home. No further investigation was found necessary for this complaint. As per dms, user is currently using the system.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event that caused the user to be hospitalized.